Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> foot clamp cannot be connected to the distal alignment rod (ref (B)(4). Toothing is damaged. It is a short term loaner set which is not new and has probably already been damaged. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune em tibial ankle clamp was found with no damage or defects that could affect its functionality. Signs of normal use were observed. A functional test of the slide assembly was not conducted as the mating device was not returned for evaluation. However, the ankle clamp dial assembly was found to be working properly, and the flipper arm successfully performed its intended function. A dimensional inspection was performed for the attune em tibial ankle clamp and met specifications. The overall complaint was not confirmed as the observed condition of the attune em tibial ankle clamp would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: 100. 2) date of manufacture: 7/19/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: IFU-0902-00-836. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: attune em tibial ankle clamp product code: 254400001 lot number: pg335173 and no non-conformances or manufacturing irregularities were identified. Corrected: h3, h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. What do you mean by damaged? Was it broken into two or more pieces, bent, cracked, worn or stripped? -little teeth are worn.

Event description:
Foot clamp cannot be connected to the distal alignment rod. Toothing is damaged. No surgical delay or adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.